Manufacturer narrative:
The bwi product analysis lab received the device for evaluation 04-apr-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial flutter (afl) procedure with a thermocool smarttouch sf. The catheter had char that was noticed on the sc2000 ultrasound machine halfway thru the procedure. Removed the catheter while "holding negative on the sheath." They inspected the catheter after they removed it from the body and cleaned off the char. After the catheter was reinserted into the body, they had no issues. No patient consequence reported. Additional information was received. Char was noted at the tip electrode. A coagulum was visualized on intracardiac echocardiography (ice). The physician considered that the char/coagulum was excessive. The physician considered that the amount of char/coagulum observed caused a potential risk to this patient. Excess thromboembolic event from char noted on catheter while in the left atrium (la). The device evaluation was completed on 15-apr-2025. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection, temperature and impedance and irrigation tests of the returned device were performed in accordance with j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. An irrigation test was performed, and the device was irrigating correctly. No irrigation issues were observed. Temperature and impedance test was performed, and the device was found working correctly. No temperature or impedance issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The issues reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following recommendations: when radio frequency (rf) current is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip cleaned of coagulum if present. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter (afl) procedure with a thermocool smarttouch sf. The catheter had char that was noticed on the sc2000 ultrasound machine halfway thru the procedure. Removed the catheter while "holding negative on the sheath." They inspected the catheter after they removed it from the body and cleaned off the char. After the catheter was reinserted into the body, they had no issues. No patient consequence reported. Additional information was received on 18-mar-2025. Char was noted at the tip electrode. No error messages noted. A coagulum was visualized on intracardiac echocardiography (ice). There was no change in standard operation. Smartablate generator was in power control mode using 50w. Patient was anticoagulated with act kept greater than 350. The physician considered that the char/coagulum was excessive. The physician considered that the amount of char/coagulum observed caused a potential risk to this patient. Excess thromboembolic event from char noted on catheter while in the left atrium (la). The correct catheter settings were selected on the generator (power control mode with irrigated catheter). No issues with flow rate change at the start of the ablation. The duration of ablation used was not greater than 60 seconds. Standard workflow is 20 second maximum and this was set. Max force indicator was set to 40 grams and was not registered to be alarmed. Heparinized normal saline was used as the irrigation fluid. The irrigation rate was not used outside of those prescribed. The char issue was originally considered non-reportable; however, bwi became aware on 18-mar-2025 that a coagulum was visualized on ice, the physician considers that the char / coagulum was excessive and amount of char /coagulum observed caused a potential risk to this patient. The awareness date for this record is 18-mar-2025.